Event description:
This took place in (B)(6). (B)(6). She has a #2 ivory clamp, lot a1 that was returned by a doctor because it is broken. She said no further information is available. Comments: this incident occurred in (B)(6) . This malfunction is reportable as sec. The malfunction will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Conclusion - device breakage is addressed in the directions for use. The directions state, "do not place clamp in mouth until the rubber dam has been properly placed. Clamp could become a choking or safety hazard if dropped or broken in the mouth without proper use of the rubber dam at all times.